Event description:
In 2005, gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Six months later, a computed tomography scan revealed a proximal type I endoleak. In 2006, the physician implanted an aortic extender component and the endoleak was successfully repaired.

Manufacturer narrative:
The devices remain functioning in the patient. A review of the manufacturing paperwork is being conducted. Please note: a gore excluder aaa endoprosthesis aortic extender component (pxa260300/lot #03722137) was also implanted.